Manufacturer narrative:
Final analysis of the pump found corrosion, moisture, residue, and wear throughout the gear-train. In addition, it was found that the stall was due to the shaft-bearing and gear-pinion. (B)(4).

Manufacturer narrative:
Product ID 8709sc, lot # n187498006, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the pump alarm was going off every two hours for about three days. It was stated that the battery should still last for about two more years and the patient had been refilled about six weeks prior to report. The patient had not yet contacted the managing physician, but had an appointment already scheduled for the (B)(6). The device system was used to deliver sufentanil. Later that day, it was reported that, upon interrogation, it was seen that the pump motor had stalled. The stall began on (B)(6) with the message ¿stopped pump period may exceed tube set¿ occurring two days later. At the time of report, there had not been a motor stall recovery seen in the logs. It was stated that the patient was doing fine, but had been having some severe headaches for about the prior six weeks. The patient had a CT scan about two weeks prior to report, but had not had any MRI. It was also noted that the patient was taking 30mg ms contin and 4mg dilaudid orally. Even later that day, it was reported that the patient was to be given a referral to a neurosurgeon to have everything taken out. At the time of report, the pump was being set to minimum rate mode.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the motor had been stalled for 23 days at the time of report, though the cause of the stall was still unknown. It was stated that the patient had first heard the motor stall alarm until around (B)(6) as both the patient and his wife are hard of hearing. It was also reported that the patient had a new onset of headache symptoms that occurred around the motor stall time frame. It was noted that the patient had seen his primary care physician for treatment of the headaches. There was no hospitalization required due to the event and the patient outcome was notated as a ¿non-serious injury/illness¿. Two weeks later, it was reported that the pump had stalled on (B)(6) and the patient didn¿t realize until he started having severe headaches. The patient went to the emergency room on (B)(6) where a CT scan was performed for the headaches. It was stated that the patient was discharged because the cause of the headaches was unknown. On (B)(6), the patient had gone for a pump refill, which was when the stall was discovered. At the time of report, the patient was having difficulty getting something done about the headaches. The patient had visited a neurologist, who prescribed oral clonidine, but it didn¿t work at all and the headaches were unbearable. It was also stated that the patient had last met with his physician¿s nurse practitioner, six days prior to report, and was told that the neurosurgeon had been contacted with the patient¿s information. However, it was later found that that the surgeon had never received the request. The device system had been used to deliver sufenta.

Event description:
Additional information was received. It was reported that the patient went from (B)(6) until a couple of days prior to report with withdrawal symptoms. A neurologist told the patient that the headaches were from withdrawal. It was indicated that the patient never had a headache prior to going through withdrawal.

Event description:
Additional information reported that the patient had an increase in pain. The pump replacement was scheduled for 2013-(B)(6). Following the replacement surgery, the patient¿s pump was filled with saline until the managing physician could put drug in it.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s new pump was filled on (B)(6) 2013. It was noted that there was no mention of withdrawal in the patient¿s medical chart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.